Event description:
An e001 alarm occured. The catheter was explanted and replaced.

Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analysed by our quality control. Visual and functional testing have been performed. Visual inspection showed several areas of orange deposit on the pa tube and some abnormal cuts of the tube. One the sensor track seems to be oxidized. The functional control proved the oxydation of the sensor track. The silicone membrane covering the sensor is slightly torn at the edge of the caps, which explain a liquid penetration and an oxydation. The catheter will be replaced.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter will be analysed by our quality control.

Event description:
An e001 alarm occured. The catheter was explanted, and replaced.